Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error detected and motor arm cannot communicate. Customer's blood glucose at time of incident was 16mmol/l. The customer stated that pump did not work anymore. The customer was advised to return pump for analysis and will be replaced.

Manufacturer narrative:
Pump errors were found in the pump history due to a software error. The pump was received with minor scratches on the lcd window, a scratched case and a pillowing keypad overlay.